Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection procedure, the device did not produce the audible or tactile feedback and the staples were not formed. Another device was used to complete the procedure. There was no adverse consequence to the patient.